Manufacturer narrative:
Tech found that the reverse trendelenburg switch was out of adjustment. Tech adjusted the reverse trendelenburg switch to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed would not go into reverse trendelenburg.